Event description:
It was reported that the patient's device stopped working in (B)(6) 2012. The patient reportedly has been trying to get it replaced since that time. It was noted that the patient was using spinal cord stimulation as an emergency back-up, it helps till the narcotics "kick in" and he uses it when he takes a break from or is out of pain medication. It was also noted that he uses it for the "mind over matter" effect and it does help with his pain but he shuts it off after a while because he runs it at a high level and is unsure of the side effects it has. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7434a lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID: 3586 lot# serial# (B)(4), implanted: 1990 (B)(6), product type lead product ID: 7496 lot# serial# (B)(4), implanted: 1990 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated, the patient had to increase their pain medication since their device stopped working. It was also reported the patient¿s device was ¿repaired in 2005.¿